Manufacturer narrative:
(B)(4). This device is not available for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the photographic inspection confirmed the reported condition. The cause could not be identified.

Event description:
It was reported that a clearlink y-type blood set had leaked between the spike (rigid white component) and the tubing after spiking. This occurred while infusing blood into the patient. There was patient involvement; however, no injury or medical intervention was reported. Additional information was requested and is not available.